Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the surgery, the first instrument that was used coagulated and cut for approximately seven minutes and afterwards the instruments did not work at all. A second instrument was used, but once again it only worked for approximately six to seven minutes. A third instrument was then used to complete the case. Operative time was extended more than thirty minutes due to the problem with the instrument. Post-operatively, the condition of the pt is good.